Event description:
It was reported the patient had syncope and went to the hospital by ambulance. The right ventricular lead impedance was unstable from 700 to 2200 ohms and there was oversensing when pushing on the pocket. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.